Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics assembly. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump had been exposed to fluid. The blood glucose reading was 120 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.